Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) had no pulse output. It was noted on analysis that the epg could output normally. It was determined at analysis that there was a failure of the patient cable for the epg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) had no pulse output. It was further reported that the patient cable was returned as an associate product and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: the patient cable was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.